Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the guidewire has been inserted in one of the ports and resistance was felt at the catheter tip revealing a possible obstruction. It was reported that there was an occlusion. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after venipuncture and guide placement, the catheter did not slide over the guide wire. At the tip level, there was an occlusion or obstruction in the lumen of the device. The catheter was not repaired. There was no leak. Tego was not utilized. There was no luer adapter issue. The guide wire used the one included in the kit. Nothing unusual observed on the device prior to use. Flushing was not performed prior to use. No other products being utilized with the device. No other defects/damages found on the product. They used another kit same lot same day same manufacturer as intervention required as a result of the event and the procedure was completed. There was no blood loss. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.